Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the user was unable to log into pyxis server. A technical support specialist (tss) confirmed pyxis was also unable to authenticate to the es server using the provided credentials. There are no errors in the active directory logs, and the active directory synchronization service on the es server is running. The tss received multiple calls from various va accounts experiencing the same issue, though some users can now log in. This points to a potential active directory issue on the va (virtual account) side. The tss confirmed that the customer had incorrectly installed a new server certificate, which contributed to the authentication issues. The certificate was reinstalled following the proper instructions, restoring functionality. Logins are now working, and the case was closed after a brief monitoring period. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server,drawer was failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.